Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted. There were no deviations or non-conformances recorded. A review of the photos and video provided by the customer was completed. The first video was reviewed, and air was found in the extension line, while in the second video, air was found in the extension tube. While in the other videos there is no identification of any leakage in the skater centesis catheter. Based on the videos provided by customer, the product complaint mode cannot be duplicated. Therefore, the complaint was not confirmed further evaluation is not needed at this time. No corrective actions were initiated either. A follow-up report will be submitted if new information becomes available.

Event description:
Seems to be drawing air from somewhere, the account believes it is from a very specific spot below the hub. Videos and picture are attached.

Event description:
Seems to be drawing air from somewhere, the account believes it is from a very specific spot below the hub.

Manufacturer narrative:
The sample is not available for return. Reporter provided videos for investigation. A follow-up report will be submitted once the videos are reviewed.